Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the implant date (B)(6) 2013) is considered to be a best estimate. This MDR represents the bard flat mesh (device 1). An additional supplemental emdr was submitted to represent the bard flat mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2013 - patient was diagnosed with multiple internal ventral hernias thereby underwent open repair with implant of bard flat mesh (device 1). (There is no operative notes provided for this procedure in medical records) on (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia and pain thereby underwent open repair with implant of bard flat mesh (device 2). Per op notes, ¿midline incision was made. Prior suture material that causes pain was palpated and excised. Adhesions were lysed. On the right side recurrent ventral hernia and prior mesh (device 1) were noted. The small bowel in the sac was reduced. Several small defects were noted in the surrounding of the prior mesh. All the hernias were reduced. A large bard flat mesh (device 2) was placed over the defect and sutured circumferentially to fascia and old mesh.¿ on (B)(6) 2017 - patient was diagnosed with multiple recurrent ventral hernia thereby underwent open repair with implant of 2 biological meshes. Per op notes, ¿most of the hernia defects on the right side and some on left side. The prior meshes (device 1 and 2) were noted. Several defects were encountered at the edges of the prior mesh. On the right side, the largest defect was noted with small bowel. The bowel was freed up and reduced. All the defects on both sides were reduced. A large biological mesh was placed to cover the defects on both sides and sutured. Another biological mesh was trimmed and placed using sutures.¿ on (B)(6) 2018 - patient was diagnosed with recurrent incarcerated incisional hernia, small bowel obstruction and pain thereby underwent open repair with excision of bard flat mesh (device 1 and 2). Per op notes, ¿the bowel was densely adherent to the prior mesh (device 1 and 2) and all the bowel were taken off from the mesh. Loops of incarcerated bowel in rlq hernia sac was noted and the prior meshes (device 1 and 2) and other synthetic meshes were noted and excised entirely. A 50x50 cm mesh was placed in the defect by covering the xiphoid, bilateral ribs to pubis and sutured. Excess skin was excised; the midline was closed with sutures.¿